Event description:
On (B)(6) 2009, a monarc sling was implanted. The plaintiff's attorney alleges that, as a result of the implanted products the plaintiff "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities." It was also alleged that the plaintiff "has suffered/will continue to suffer loss of care, comfort, consortium, guidance, support," "and/or other losses and damages as a result of the implantation of the pelvic mesh product."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.